Event description:
The patient reported that she has been having blackouts when the vns stimulates, which she thinks could possibly be seizures. She thinks her device is not at the right settings. She also noted it could be related to her heart because her cardiologist recently told her that her heartrate has decreased, she doesn't know if this is related to vns. No further relevant information has been received to date.